Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels reaching 600 mg/dl, resulting in going to the emergency room. Additional information regarding the reported issue and occurrences was not provided.